Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the arm of the light was broken off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the arm of the light was broken off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. According to the information provided by the service technician, the issue was confirmed and the device has been repaired by replacement of faulty parts - pwd/hld fork dimmer v. Boost (ard368301556), pwd/hld 700 single fork hd video bracket (ard368323998) and spring arm osp fc9 120-200nm (ard567910874). It was established that when the event occurred, the surgical light did not meet its specification as the arm of the light was broken off and it could be treated as a technical deficiency and it contributed to the event. It is unknown if the device was being used for patient treatment when the issue occurred. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low. A root cause analysis was performed by the manufacturer¿s subject matter experts and it was concluded that the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause. In case of new relevant information, the case will be reconsidered. We believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2014-11-21 corrected h4 manufacture date: 2013-07-15 according to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.